Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Same case as 2134265-2018-62779. It was reported a pericardial effusion and cardiac arrest occurred. An intellatip mifi oi ablation catheter and an intellamap orion mapping catheter were selected for use during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. It was reported blood pressure slightly decreased; an echo examination was performed and pericardial fluid had accumulated. While performing a pericardial puncture to remove the fluid, cardiac arrest occurred and percutaneous cardiopulmonary support (pcps) was performed. Cardiac arrest lasted approximately 7 minutes. Thoracotomy was also performed. Additional information received reported that the patient's heart was beating and pcps was removed from the patient; the patient was awakening and no subsequent complications were observed. The procedure had not been completed. It had also been noted that the tracking location of the ablation catheter was incorrect on the rhythmia screen. However, it was reported the event was not a device issue and the physician did not believe the effusion was due to the catheters. Blood leaked from the left ventricle; however, neither catheter had been approached to the left ventricle. No resistance had been felt while maneuvering the catheters.